Manufacturer narrative:
The device will not be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. This report has been submitted by the importer under this MDR report number 2429304-2023-00303.

Event description:
The customer reported that when using an argon plasma coagulation unit ¿apu-300¿, the patient experienced a rectal burn. The device was turned on and there were no failure or error messages displayed at that time. The event occurred during the therapeutic procedure (colonoscopy with polyps removal). The settings for the esg were 120 and 4. A non-olympus hot snare was used during the procedure. The procedure was completed with the same device. The patient was hospitalized for several days post-procedure due to acute abdominal pain and rectal bleeding with nausea and vomiting. CT scan showed some inflammatory colitis with mural edema suggesting proctitis secondary to colonoscopy with two polypectomies ¿ a large polyp in the rectum and small polyp in sigmoid. A flexible sigmoidoscopy was performed revealing a 2 x 2.5 cm ulcer 4 cm from the dentate line and proctitis. The patient subsequentially went into septic shock and was admitted to the ICU on vasopressors. The patient eventually was discharged home and was to follow-up with his pcp, gastroenterology, and infectious disease.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause of the reported event could not be identified based on the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.